Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during patient use, the epidural catheter insertion resistance was encountered, preventing further advancement. When the catheter was withdrawn for repositioning or replacement, it fractured, leaving a small fragment that was suspected to remain within the epidural space. There were a patient involvement and harm were reported.